Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the compact air drive device continues to drill even when the drill button has been snapped as it may be possible that the button was still pressed on the switch. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that moving parts of the trigger of the device did not move smoothly. It was further determined that the device had damaged mechanics and the device¿s locking mechanism was stiff/stuck. It was further determined that the device failed pretest for checking reverse locking mechanism with oscillating saw attachment and checking for sticky triggers. Therefore, the reported condition of sticky trigger was confirmed. The assignable root cause was determined to be traced to environment, which is environmental conditions. During repair, it was determined that the reported condition of unintended activation/motion of the device was not confirmed. Therefore, an assignable root cause was not determined.